Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for distal humerus. On (B)(6) 2024, x-ray confirmed a locking screw has broken condition. Bone union seemed still not to grow, meanwhile, the patient reported there is no pain or numbness symptom at the moment, so revision surgery like a removal of the screw is not planned. The surgeon stated that 2.7mm model of screw shifted to va series, the commercial scenario tends to cause a high number of broken situations nowadays, besides, va series for clavicle use seems to be easy to break off, and its shape itself might have problem in the fast place. No further information is available. This report is for one (1) unk - screws: locking. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4: this report is for one (1) unknown/unk - screws: locking/part and lot numbers are unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.